Manufacturer narrative:
(B)(4). Date of event was sometime in 2016. Concomitant medical products: us157848 m2a-magnum pf cup 48odx42id, lot 529230. 157442 m2a-magnum mod hd sz 42mm, lot 650480. 139252 m2a-magnum 42-50mm tpr insrt-6, lot 070000. 11-103202 taperloc por fmrl lat 7.5x135, lot 826530. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient received steroid injection approximately 9 year post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.